Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that dissection occurred. The target lesion was located in the right coronary artery. A 3.50 x 16mm synergy megatron drug-eluting stent was deployed; however, a non-flow limiting dissection occurred. Subsequently, an additional stent was deployed to cover the dissection. The procedure was completed, and the patient remained stable post-procedure.